Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced dizziness, and their pupils were reported to be wide open. An ambulance was called, when a fingerstick was taken, the cgm reading was 3.7 mmol/l, and the blood glucose reading was 1.7 mmol/l. The patient was treated with a dextrose drink given by first the parent, and later by the paramedics. It was confirmed that the patient was unable to self-treat due to the severity of symptoms. No further medication was reported, the patient recovered at home and did not go to the hospital. At the time of the report the patient was stable, but still tired. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2402 was selected as no code was available for "pupils were reported to be wide open."